Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had a broken/loose cable. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirmed the customer reported complaint. Visual inspection was performed, and no damaged cables were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. No grip misalignment observed. Additionally, the grip-clip test was performed and failed multiple times. The clip was unable to clip onto the tubing after multiple attempts during in-house testing. The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. This failure likely caused the failed grip-clip test observed. Signs of corrosion were found on the instrument bearings. The grip and pitch input disk bearings exhibit orange discoloration. The instrument was found to have the housing cracked where the housing meets the chassis, stretching upwards. No material was missing.